Manufacturer narrative:
An 3i t3® non-platform switched tapered implant 5 x 10mm (bost510) was returned for investigation (image 1-4). Visual inspection of the as returned product identified signs of wear from use in the form of dried blood residue coating the implant and scratching along its surface. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per are the patient's smoking habit. The reported device was located on an unknown tooth # and was used for approximately 3 months. DHR review was completed for the subject lot number (2017011080). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2017011080) for similar events and one other relevant complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event(relocated to sinus) or device (bost510). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (bost510) had no integration and it relocated into the sinus. Doctor removed the implant by caldwell-luc method.